Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 31 mg/dl. The customer other blood glucose level was between 120 mg/dl and 31-350 mg/dl. The customer was treated for her low blood glucose. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.